Event description:
On (B)(4) 2012, customer reported a no foam leak, on the dxc 600 pro instrument, at the bottom of the hydro tray and an amount, the size of a quarter, under the instrument. Customer stated that the operator slipped on the no foam, but did not get hurt, and did not seek medical attention. Customer stated that no erroneous patient results were generated as a results of the leak. Field service engineer (fse) inspected the instrument and replaced the no foam bottle and verified instrument performance. No further leaks were observed.

Manufacturer narrative:
(B)(4).